Event description:
It was reported that the pt has had pain and swelling since the surgery. The pt rec'd a recall letter and mainly had questions. She will f/u with her surgeon. Update: it was reported that the pt has very bad pain and burning in hip. The pt can hardly do anything.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.